Event description:
It was reported that during a ptca/stent procedure, the duet stent would not cross a circumflex lesion, and became dislodged. The stent was retrieved with a snare. Another co stent was used to finish the procedure successfully. No pt injury was reported.